Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that in (B)(6) 2016 the patient passed out due to a possible overdose and was in the intensive care unit. A manufacturer representative helped turn the pump down on (B)(6) 2016. On (B)(6) 2016, the drug dose was lowered from 11.457 mg/day to 0.184 mg/day. The patient was in the emergency room on (B)(6) 2016 wanting the pump explanted. The patient was stable and fine at the time, but the pump was going to run out of drug over the weekend. The patient did not want to hear the alarm and wanted the pump turned off. It was noted that the pump was not actively alarming yet. Additional information was requested regarding the cause of the overdose symptoms, any diagnostics performed, and any additional interventions t hat occurred. If additional information is received, the event will be updated.

Event description:
Additional information was received from the health care provider. It was noted that the patient had been receiving 30 mg/ml dilaudid at 11.457 mg/day and 13.8 mcg/ml bupivacaine at 5.2 mcg/day prior to being turned to minimum rate. The patient had been on this dose since implant without a change. While the patient was in hospice, the patient received oral morphine from a different doctor. The patient was then admitted to the hospital for overdose and the hospital decided it was from the intrathecal pump. It was unknown what diagnostics had been performed. As of (B)(6) 2016, the patient was still unsure if he wanted the pump explanted.